Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 191 mg/dl, 148 mg/dl, 137 mg/dl, 117 mg/dl, 310 mg/dl and 125 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that her husband gave her some orange juice because she was feeling hypoglycemic symptoms. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The user failed out high on one external proficiency survey sample for lipase on the cobas c501 analyzer. The initial survey result for lipase gave 135 u/l. This result was accompanied by a data flag and was reported outside the laboratory. The acceptable survey range for lipase was 22 u/l to 43 u/l. On (B)(6) 2010 the user repeated the same survey sample which yielded a lipase result of 32 u/l. There were no patient samples reported to be involved with the event. The lipase reagent lot number was 62440001. The field service representative did not find a cause for the event. He ran performance tests which were within specification.